Event description:
New information received notes that the bluetooth telemetry loss issue on the insertable cardiac monitor was found to be resolved with unknown intervention performed.

Event description:
It was reported that the insertable cardiac monitor exhibited bluetooth telemetry loss. No intervention was performed. There were no patient consequences reported.